Event description:
It was reported that the top half of the expedium fixed bolt broke during torquing of the final nut. The bolt was retrieved from the patient and another bolt was inserted in it's place. There were no adverse consequences to the patient and only a short delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection revealed that the top of the screw shank was broken. The second half was also returned for evaluation. The two halves were pieced back together. The machine thread appeared to be bent at the fracture site suggesting that the screw was subjected to a side loading condition during tightening. A review of the device history record for the fixed bolt found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the expedium offset fixed bolt was conducted on the device family based on similar geometric machine thread design and functionality. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause is unknown however it is likely that an unanticipated side loading was applied to the bolt during tightening resulting in fracture. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.